Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed the available data, with air entrapment suspected as the cause. Ts provided troubleshooting and programming options, with further in clinic evaluation recommended. This electrode remains in service. No additional adverse patient effects were reported.